Manufacturer narrative:
One scd express was returned to an international service center for the reported condition of; error code 2. The complaint file contains a picture of a damaged power cord that this report will be based on. The damage to power cord has cut through both insulation types, revealing the copper wires confirming a failure other than the reported condition. The picture shows no signs of arcing or burn damage but if plugged in would risk electrical shock to either the patient or the clinical staff. The root cause of failure can be attributed to rough handling. Power cords periodically require replacement due to age, usage and user damage. The service manual instructs the user to periodically inspect the power cords resistance to ensure its electrical safety. The power cords need to be replaced to correct the problem. There are no notes on the file to indicate wether the e2 error was confirmed or not. Product scd express was manufactured in 2006. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. A review of the service history records indicates there are no service histories recorded for this system. This information will be utilized for trending purposes to determine the need for corrective action.

Event description:
The unit was sent to a covidien service center for repair. Upon triage, a service tech found exposed copper wires on the power cord.